Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:14:37. During night drain cycle four, the patient's ultrafiltration reading was 1332ml, indicating the home patient drained 1332ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). Device was received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history was performed and one increased intra-peritoneal volume (iipv) event was identified which occurred during night drain cycle four, the patient's ultrafiltration reading was 1332ml, indicating the home patient (hp) drained 1332ml more than their maximum programmed fill volume of 1900ml. The direct cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning if you set the minimum drain volume % too low, an incomplete drain could result for the patient.this could result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The device passed the rite electrical. The device failed the rite (return instrument test / evaluation) functional test. An external inspection was performed and it revealed deep impressions in the inner door gasket made by the cassette. No leaks were detected. A short simulated therapy was performed and completed successfully. There were no problems found during an internal inspection. The device did not meet specification related to the reported issues. Should additional relevant information become available, a supplemental report will be submitted.